Event description:
This is a report of constipation and peritonitis in a patient, coincident with dianeal therapy for peritoneal dialysis (pd). On an unknown date the patient had constipation, which then lead to peritonitis and the patient was hospitalized for the event. The patient was treated with an injection of fortum 1gm and an injection of reflin 1gm in their last bag (frequencies not reported) for peritonitis. The patient was recovering from this peritonitis event at the time of the report.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. The problem was not confirmed and the cause of the peritonitis could not be determined, as no device malfunction or use error was identified during the report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.